Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient experienced progressive fatigue and exertional dyspnea in the past year. Recently, the patient noticed beeping from the pacemaker device. It was then found that this left ventricular (lv) lead impedance had changed, and device reprogramming was performed. Reportedly, the patient has received a shock from the device several years ago. Several days later, the device started beeping again. Lv lead conductor fracture was suspected, and a lead revision was performed to surgically abandon this lead. The device was also explanted in the same surgical intervention as it was approaching elective replacement indicator (eri). This lead was successfully replaced for a non-boston scientific product. No additional adverse patient effects were reported. The complaint device was not returned by the customer; therefore, no product analysis could be performed.